Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that resistance was felt when the saber balloon catheter was being withdrawn through a non cordis 3f sheath introducer. The sheath introducer with the saber percutaneous transluminal angioplasty (pta) were retracted together and when ipsilateral was reached, only the balloon was retracted and removed. The procedure finished successfully. There was no reported patient injury. A contralateral approach was made from the left inguinal region with a sheath introducer. An unknown guidewire crossed the proximal portion of the lesion and a saber balloon pta was delivered to the lesion for pta. The balloon inflated without any issue and it deflated for removal. However when the balloon was retracted back into the sheath introducer, there was resistance felt and stuck. The physician felt as if the shaft has elongated by pulling with force, so the sheath introducer with the saber pta were retracted together. The target lesion was the right superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown. The physician commented that it could have caused by insufficient balloon re-rapping, deflation failure, deformed sheath introducer due to the contralateral approach or calcification, or kink. There were no kinks noted with the balloon catheter or the sheath after removal. Excessive force was not used anytime during advancement. The product was clinically used and will be returned for analysis. No other information was provided.

Manufacturer narrative:
It was reported that resistance was felt when the saber balloon catheter was being withdrawn through a non-cordis ¿3f¿ sheath introducer. The sheath introducer and the saber percutaneous transluminal angioplasty (pta) were retracted together and when ipsilateral was reached, only the balloon was retracted and removed. The procedure finished successfully. There was no reported patient injury. The target lesion was the right superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown. A contralateral approach was made from the left inguinal region with a sheath introducer. An unknown guidewire crossed the proximal portion of the lesion and a saber balloon pta was delivered to the lesion for pta. The balloon inflated without any issue and it deflated for removal. However when the balloon was retracted back into the sheath introducer, there was resistance felt and stuck. The physician felt as if the shaft has elongated by pulling with force, so the sheath introducer with the saber pta were retracted together. The physician commented that it could have been caused by insufficient balloon re-rapping, deflation failure, deformed sheath introducer due to the contralateral approach or calcification, or kink. There were no kinks noted with the balloon catheter or the sheath after removal. Excessive force was not used anytime during advancement. No other information was provided. A non-sterile saber rx 6mm4cm155 was received coiled inside of a plastic bag, along with an unknown non-cordis sheath introducer. Products were removed from the plastic bag to do a visual inspection without any optical magnifying device. With a naked eye visual inspection, a kinked/bent condition was detected at 43 cm from the distal tip end. Blood saturation was observed inside the device. The balloon¿s condition suggests that it was already used and no damages or anomalies at the part was detected. A balloon profile analysis could not be performed due to balloon used condition. Dimensional analysis was performed to verify the correct balloon proximal seal od, and results for proximal seal od were found within specification. A device history record (DHR) review of lot 17628256 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system withdrawal difficulty through guide/sheath¿ was not confirmed through analysis of the returned device. The exact cause of the withdrawal difficulty could not be determined through analysis. Based on the information available for review, vessel characteristics (calcification) or procedural factors (french size of sheath) may have contributed to the withdrawal difficulty since it was reported that the balloon was able to be removed from the sheath after the ipsilateral access was reached. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.